Event description:
It was reported that the lead exhibited out of range high lead impedance. The patient did not experience any adverse event due to lead issue. Lead fracture was noted. The patient was anxious about having a fractured lead. Lead was capped and replaced on (B)(6) 2017. The patient did not experience any adverse event due to lead issue.

Manufacturer narrative:
Patient was not anxious about having this lead.